Manufacturer narrative:
The pump was received with high stop currents due to a faulty component on the radio frequency board. The pump passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No battery out limit alarm was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump batteries were dying within four hours even after the battery cap had been replaced. The blood glucose reading was 182 mg/dl. The customer had not received a weak battery alert. The customer had not performed excessive button pressing, the backlight was not used frequently, the customer did not perform daily set rewinds, and there had not been unattended alarms. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.